Event description:
Procedure type: lap chole. According to the reporter: the seal on the trocar tore and part of the seal was stuck on the clip. The device was inserted by a medical student. Another device was used to finish the case. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).